Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Five minutes following implantation of the closure device, a pericardial effusion was noted. Pericardiocentesis was performed and 120cc of serosanguinous fluid was drained. The patient fully recovered following this event and was discharged home the following day.